Event description:
This report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-01735 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit push method was used in a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure, the endovive safety peg kit push method would not come through the stoma site. While attempting to get the peg tube through the site, the tube separated at the connection between the hard and soft plastic, nothing fell inside the patient. The physician tried again with a new endovive standard peg kit push method and the same event occurred. The patient was then taken to interventional radiology where the procedure was completed with a different peg device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reported to be fine.

Event description:
This report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-01735 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit push method was used in a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure, the endovive safety peg kit push method would not come through the stoma site. While attempting to get the peg tube through the site, the tube separated at the connection between the hard and soft plastic, nothing fell inside the patient. The physician tried again with a new endovive standard peg kit push method and the same event occurred. The patient was then taken to interventional radiology where the procedure was completed with a different peg device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device found the barbed connector to have been pulled out of the thermoformed tubing. The silicone tubing was found to be slightly pulled away from the joint. The condition of the returned unit was consistent with the complaint incident that customer had difficulty placing the feeding tube. The device presents evidence of undergoing excess tensile force during placement. Based on the event description and the evaluation of this and other similar returned devices, the most probable root cause is operational context. A device history record (DHR) review of lot 1508973 was performed and revealed no issues related to the reported complaint.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.